Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation; fallopian tubes'). In an adult female patient who had essure (batch no. Cs000n0, c22914), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: irregular menstrual cycle and uterine leiomyoma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced, fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea (dysmennorhea ("cramping")), dyspareunia (dyspareunia ("painful sexual intercourse")), menorrhagia (menorrhagia ("heavy menstrual bleeding")), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches"). The first episode of nausea ("nausea"), vaginal haemorrhage (abnormal bleeding("vaginal")), urticaria ("hives"). The second episode of nausea ("nausea"), dizziness ("dizzy"), dyspepsia ("gastrointestinal or digestive system, condition type; heart burn"), peripheral swelling ("swollen feet") and back pain ("back pain"). And was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, iron deficiency anaemia, psychological trauma, fatigue, headache, weight increased, vaginal haemorrhage, urticaria. The last episode of nausea, dizziness, dyspepsia, peripheral swelling and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia, pelvic pain, peripheral swelling, psychological trauma, urticaria, vaginal haemorrhage, weight increased. The first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: discrepancy noted, for date(s) of insertion: 2006 and (B)(6) 2015. No. Of trailing coils on left; 08 coils, right; 03 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, bilateral essures are seen on scout film. 2. There is good endometrial cavity filling with contrast dye. 3. There is bilateral proximal occlusion of contrast dye. Imaging procedure: on (B)(6) 2015, essure confirmation test: unspecified result, not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs and mr received: reporters information updated, lot number was added. Event: abnormal bleeding (vaginal), hives, nausea, neurological; dizzy. Gastrointestinal or digestive system, condition ; heart burn. Swollen feet were added, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, iron deficiency anaemia, psychological trauma, fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2006 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test: unspecified result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes incident. Event injury nos replaced with new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), anemia, perforation: fallopian tubes, fatigue, headaches, nausea, weight gain were added. Plaintiff's information updated. Date of insertion updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. Cs000n0, c22914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstrual cycle and uterine leiomyoma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches"), the first episode of nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), urticaria ("hives"), the second episode of nausea ("nausea"), dizziness ("dizzy"), dyspepsia ("gastrointestinal or digestive system condition type: heart burn"), peripheral swelling ("swollen feet") and back pain ("back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, iron deficiency anaemia, psychological trauma, fatigue, headache, weight increased, vaginal haemorrhage, urticaria, the last episode of nausea, dizziness, dyspepsia, peripheral swelling and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia, pelvic pain, peripheral swelling, psychological trauma, urticaria, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2006 and 20-may-2015. No. Of trailing coils on left-08coils, right-03coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essures are seen on scout film. 2. There is good endometrial cavity filling with contrast dye. 3. There is bilateral proximal occlusion of contrast dye. Imaging procedure - on (B)(6) 2015: essure confirmation test: unspecified result: not provided. Lot number: c22914 manufacturing date: 2014-02 expiration date: 2017-02 lot number: cs000n0 manufacturing date: 2014-09 expiration date: 2017-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.